Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 570 mg/dl and high ketone levels. A healthcare provider identified the ketone levels as dangerous. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. At the time of the event, the cgm readings were inaccurate; however, the allegation could not be confirmed. A system check confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.